Event description:
It was reported that the tubing of a solution administration set was disconnected from the port bonded part which resulted in a leak. This was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual device was not available; however, a photograph and two retained samples were evaluated. A visual inspection of the photograph was performed with the naked eye which revealed that the y connector was disconnected from the tube. The reported condition was verified in the photograph. The cause of the condition could not be determined, however, a possible cause is, during manufacturing an incorrect amount of solvent was applied to the tube during the automated assembly process. Additionally, two retention samples were evaluated (one from the start of batch and one from end of batch). A visual inspection with the naked eye was performed and no issues were noted. All junctions of the samples underwent a push-pull test, and no disconnections were noted. The two retention samples were submitted to an underwater leak test with no leaks noted. Also, a traction test was performed and both samples withstood the minimum required force. The reported condition was not verified on the retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.